Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a build up of soda lime and moisture on the absorber canister seals. The seals were cleaned and the excess moisture was removed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a leak while utilizing low flow. There was no reported patient injury.